Manufacturer narrative:
The lot number of the actual device was not attainable and the actual device in the reported incident was not returned to the MFR for eval. W/o the actual sample or the involved lot number, a thorough eval could not be performed and no specific conclusions can be drawn. Although the sample was not returned, the customer did provide digital photos of the catheter. The catheter was noted to be stretched and jagged. This type of damage is consistent with epidural catheters in which a section is pulled beyond its design capabilities. The epidural catheter is a purchased component. All available info has been forwarded to the actual MFR for further investigation. If any pertinent info is made available by the MFR, a f/u report will be filed. From add'l info obtained from the rptr, the facility's internal investigation noted that it appears that the draw sheet under the pt was replaced while the catheter was still in place at the end of the surgical procedure. It appeared that the positioning tape may have stuck or rolled when the sheet was removed and stuck or caught on the catheter causing the catheter to fracture.

Event description:
Per the user facility: epidural catheter fractured upon removal, 17 cm retained in pt. Inserted by anesthesiologist "prior to hip pinning", "difficulty with inserting catheter" prior to surgery. After surgery completed, epidural catheter removed by anesthesiologist. Catheter fractured during removal, part of the catheter was protruding from the insertion site, forceps were used to remove, and the catheter again fractured. The part of the catheter that was removed from the pt was discarded. In the pacu, an xray was performed which showed location of the catheter, a CT scan was also performed. Pt was discharged to rehab facility w/o adverse sequelae. Surgical removal of the 17 cm of the epidural catheter that was retained in the pt was performed. Catheter will not be released to b. Braun at this time. Digital photos provided.